Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose level of 23.8 mmol/l. Customer experienced blood glucose level of 18 mmol/l. Customer stated that the sensor was not calibrating. The product will not be returned for analysis.